Event description:
The reporter stated that the surgeon was using a competitor's lens with the msi-pm injector and the lens haptic tore during insertion and surgeon enlarged the incision to remove the lens and replaced it with another lens and sutured the incision. The reporter stated that the lens tear was due to the injector.

Manufacturer narrative:
Evaluation: method: a work order search. Results: a injector lot number search was performed for similar complaints within the search and there were six similar complaints found.